Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and a no delivery alarm. The customer treated with insulin. Customer indicated that they have had kinked and bent cannulas. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined further high blood glucose troubleshooting and declined to troubleshoot for the no delivery.